Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer reported a high blood glucose level but refused to troubleshoot or provide any further information regarding this. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.